Manufacturer narrative:
Additional information has been provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted in error in the initial report. Corrected information was provided in d4 (primary UDI number). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 72-year-old patient with acs complicated by cardiogenic shock received impella and extracorporeal membrane oxygenation (ECMO) support. Limited case details suggest a critically ill patient, as indicated by high catecholamine requirements. The complaint reports discovery of a left ventricular thrombus on the first morning after impella placement, with ECMO also in place, and notes that no echocardiogram was performed prior to impella implantation. It is important to note that the IFU lists ventricular thrombus as a contraindication for impella therapy. It cannot be determined whether the thrombus was present before impella implantation (not uncommon in subacute mi), whether anticoagulation was temporarily interrupted or ineffective¿potentially promoting thrombus formation¿or whether ECMO or impella contributed to thrombus development. Due to the poor prognosis, care was withdrawn and the patient expired. Death was conservatively coded while most likely to be caused by the underlying disease and unrelated to impella.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary the device was not returned for evaluation. (Thrombosis): in order to make a cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review the pump passed all the post sterile inspection checks.